Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that gpnp-211020-01. Device was in clinical use at time of event. However, no patient harm reported. There was no adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
It was reported to philips that unstable ECG wave appeared. Device was in clinical use at time of event. However, no patient harm reported. The customer requested that a philips authorized service provider (asp) be dispatched to the customer site. The reported issue was confirmed and traced to the processor pca failure. The processor pca was replaced and device successfully passed all required testing. The device remains at the customer site and no further evaluation is required at this time. Updates: this pca was returned "ECG module not operating". This was not verified in lab testing. The pca requested a s/w update. After installation, the device passed op check and general testing.

Event description:
It was reported to philips that unstable ECG wave appeared. Device was in clinical use at time of event. However, no patient harm reported. There was no adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
It was reported to philips that unstable ECG wave appeared. Device was in clinical use at time of event. However, no patient harm reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Complaint evaluation the customer requested that a philips authorized service provider (asp) be dispatched to the customer site. The reported issue was confirmed and traced to the processor pca failure. Customer resolution and conclusion: the processor pca was replaced and device successfully passed all required testing. The device remains at the customer site and no further evaluation is required at this time. Update: this pca was returned "ECG module not operating". This was not verified in lab testing. The pca requested a s/w update. After installation, the device passed op check and general testing.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 device indicating that the ECG wave appears to be unstable. The processor printed circuit assembly (pca) was replaced, and device successfully passed all required testing. The pca was delivered to the functional analysis lab for the technical evaluation by the failure analysis engineer. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The pca was visually inspected for signs of wear, damage, corrosion, or missing components, and no anomalies were found. The pca under test was placed on the test fixture, and the fixture turned on with the therapy knob set to monitor. The unit powered up to software upgrade screen. The software was installed v2.00.28. After the installation, the unit powered up normally and displayed all relevant waveforms. The three manual shocks were successfully delivered within specs as measured by the defibrillator/analyzer. The therapy knob was then set to 170j, and a successful operational check was run. This pca was returned with "ECG module not operating" allegation. This was not verified in lab testing. The pca requested a software update. After installation, the device passed operation check and general testing. Based on the information available and the testing conducted, the cause of the reported problem was a pca board that required the software to be installed. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The failure analysis engineer installed the software on pca to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 device indicating that the ECG wave appears to be unstable. The processor printed circuit assembly (pca) was replaced, and device successfully passed all required testing. The pca was delivered to the functional analysis lab for the technical evaluation by the failure analysis engineer. Monitor/defibrillators are life-saving devices, therefore the inability to monitor ECG will be considered a serious injury due to the serious deterioration of health that may result from a delay to monitor. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The pca was visually inspected for signs of wear, damage, corrosion, or missing components, and no anomalies were found. The pca under test was placed on the test fixture, and the fixture turned on with the therapy knob set to monitor. The unit powered up to software upgrade screen. The software was installed v2.00.28. After the installation, the unit powered up normally and displayed all relevant waveforms. The three manual shocks were successfully delivered within specs as measured by the defibrillator/analyzer. The therapy knob was then set to 170j, and a successful operational check was run. This pca was returned with "ECG module not operating" allegation. This was not verified in lab testing. The pca requested a software update. After installation, the device passed operation check and general testing. Based on the information available and the testing conducted, the cause of the reported problem was a pca board that required the software to be installed. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The failure analysis engineer installed the software on pca to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.